Manufacturer narrative:
(B)(4). Follow-up report will be filed, if additional information becomes available.

Event description:
It has been reported that in the nicu a cvc catheter was placed. The proximal lumen was obstructed at the catheter clamp level, where the 2 lumen lines start. This resulted in the resistance for the fluids to pass. This occurred a day after the catheter was inserted. The catheter was removed and replaced with another cs14402 without any complications.